Event description:
It was reported that during regular inspection the cardiosave intra-aortic balloon pump (iabp) safety disk failed leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated the unit for the reported malfunction. The fse stated that the safety disk (sn # (B)(6)) did not pass the leak difference pressure section of the pim leak test. A new safety disk (0202-00-0140, sn: (B)(6)) was installed, and it was confirmed that the all-manifold test passed.

Event description:
N/a.

Event description:
It was reported that during regular inspection the cardiosave intra-aortic balloon pump (iabp) safety disk failed leak test. There was no patient involved.